Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after being exposed to moisture. The customer stated the contacts on the battery cap were neither missing nor damaged. Display did not return even after pump restart. No harm requiring medical intervention was reported. The pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked keypad overlay.